Event description:
It was reported that when the asymptomatic patient presented in-clinic during follow-up, the pacemaker was found to be in backup vvi. Further troubleshooting could not be performed due to low battery status. The device was explanted and replaced. The procedure was completed without any issues and the patient was discharged.